Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the 100% oxygen that was provided to the patient. The inovent was returned to the regional service center (rsc) for investigation. During the investigation, the device operated within specifications. A full service check was performed and the device passed all testing. The customer's complaint was not reproducible. Thus the root cause for the reported spontaneous shutdown and the patient's oxygen desaturation could not be determined. Trends were reviewed for complaint categories, spontaneous shutdown and oxygen desaturation. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: oxygen saturation, low. (B)(4).

Event description:
The commercial business manager for (B)(6) reported that a patient experienced oxygen desaturation while on the inomax inovent. The patient's physician stated that the patient had been placed on the inovent for nitric oxide delivery at birth due to hypoxic respiratory failure caused by meconium aspiration. The physician reported that the inovent was used alongside a ventilator with the following pressure control mode settings: peak inspiratory pressure 15h2o, 60 breaths per minute, fraction of inspired oxygen (fio2) 60%, and positive end-expiratory pressure (peep) 5cmh2o. The physician stated that on (B)(6) 2019, the inovent suddenly turned off without alarming. The physician reported that the inovent's screen went black and no noise/sound was coming from the inovent, as if it had no power. The physician stated that the inovent was cycled from on to standby and back on again. The physician reported that the inovent made the usual start up sounds; however, its screen remained dark/blank. The physician stated that the inovent was also alarming in an intermittent pattern. The physician reported that there was no other inovent available and therefore the patient's inotherapy had to be interrupted. The physician stated that the patient's oxygen saturation had decreased from 95% to 70% when the patient's inotherapy was interrupted. The physician reported that the patient did not experience bradycardia. There was no report that the inovent's manual back up delivery system was utilized. The physician stated that the patient was then removed from the inovent and they increased the oxygen level on the patient's ventilator to 100%. The physician reported that a replacement inovent was delivered to the hospital on (B)(6) 2019, and the patient was placed back on inotherapy. The physician stated that the patient's oxygen saturation has returned to baseline. The physician reported that he felt that the patient's oxygen desaturation was due to the abrupt withdrawal of the patient's inotherapy. The physician stated that he felt that this abrupt withdrawal of inotherapy was due to a device malfunction. The device was returned for investigation.